Event description:
It was reported that the sys would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The output connections on the power supply were cleaned and reseated. The sys was tested and found to be working as intended and returned to svc.